Event description:
Reportedly a 7000tfx, 31mm was explanted after a 10 month implant duration due to an end of one of the leaflets fused to the bottom of the leaflet. Sales representative is following up with surgeon for an operative report, pathology report and a copy of the echo. The device is in the hospital¿s pathology department and then to the patient¿s family and family lawyer. No additional information is available at this time.

Manufacturer narrative:
No product return. This event was determined to be reportable per edwards lifesciences procedures. The event was learned via telephone call from a sales representative. A device history record review is currently in process. Requests were made via e-mail for the device, operative report, and additional information, however, no additional information was provided, device was not returned for evaluation.

Event description:
It was reported that post op a lap adjustable band procedure, the band was originally implanted at another facility by the same surgeon. An upper gi was done as the patient was experiencing pain and discomfort. It was determined that the band was inside the lumen of the stomach. The band was completely eroded through the wall of the stomach. A laparoscopic removal of the band was done by a distal gastrotomy. Sutures were used to close the patient. The patient had received an unknown number of fills/adjustments. The patient had not had any port infections. The patient is recovering normally. There were no other reported patient consequence.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.